Event description:
It was reported that the device exhibited both undersensing of a slow vt and inappropriate episodes of auto mode switch due to the programmed settings. Programming changes will be made at next scheduled follow-up. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.